Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The field service engineer (fse) performed a decontamination of the analyzer to resolve the issue. No information was provided in regards to the change in treatment. Beckman coulter internal identifier is (B)(4). No patient demographic information (age, gender, weight, race or ethnicity) was provided. (B)(6). No component code available as there was no component which failed.

Event description:
The customer reported receiving erroneous low patient results for calcium on the au680 clinical chemistry analyzer. The erroneous results were reported outside of the lab. Customer has reported that the results were released from the laboratory and there was a change to patient treatment. Beckman technical customer support indicated the calcium dosages were deactivated. Multiple attempts to retrieve the information in relation to the change in treatment. No response was received and no further information was provided.